Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 6.5 cm. Full breached insulation degradation was noted at 4.5cm from the connector pin. The insulation appeared to be wrinkled in this region.

Event description:
This report is to advise of an event observed during analysis.